Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed due to r-wave variation. The device was in vf zone and detected a normal sinus before any therapy was delivered. The device was scheduled for a normal eri explant. No further information is available.